Event description:
The pt was contacted by medical affairs regarding their complaint. They reported that after two weeks of use, the meter will often shut off within a few secs after the test-strip is inserted before applying blood and, at times, after application of blood. It then goes into set up mode when attempting to re-test. They described appropriate use of the meter when testing, downloading, and using its back light. They checked the battery contacts and battery area after which the meter turned on without an issue. Various lots of strips have been used. The issue has not continued since their 2004 call to customer service. They denied injury or medical intervention. The product was replaced.